Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not moving the cursor on the screen, the stylus tip was pulling apart. Analysis was unable to confirm the programmer was freezing. The stylus was replaced. The overlay and bezel assembly were replaced as preventative measures. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was frozen and the stylus was not moving the cursor on the screen. The programmer was returned for service. No patient complications have been reported as a result of this event.